Event description:
It was reported that during a da vinci-assisted surgical procedure, the maryland bipolar forceps instrument was found to be broken. The customer reported event had no report of patient injury. On 04/13/2026, intuitive surgical, inc. (Isi) received user facility report mw5185274 stating: maryland da vinci arm broke during a procedure.

Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.